Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose. Customer last blood glucose was 418 mg/dl. Customer stated, she had blood glucose of 400 mg/dl and wanted to bolus. She reported that she had very low blood glucose and treated with orange juice. Customer stated that she is treating with manual shots until her sensors came. Customer's blood glucose was 590 mg/dl and she treated with 15 units of insulin. It was also mentioned that customer's blood glucose was 596 mg/dl. Customer stated that she did not put enough insulin in her last reservoir and was inserting her infusion set and got low reservoir. The customer was advised that emergency supplies would be sent out. No further information provided.